Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event a service indicator appeared and medical personnel had to press the charge button several times before the device would finally charge and shock the patient.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.  No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however, physio did observe that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.  The code was logged on the day of the reported event.  As a precaution, physio then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.